Event description:
It was reported that the patient never had therapeutic effect. Pump volumes were checked and a volume discrepancy was reported. The expected reservoir volume was 2ml and the actual reservoir volume was 19ml. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.